Manufacturer narrative:
The customer¿s report of a system malfunction was confirmed in the pcu event log. The pcu event log shows that at 5:39 pm on (B)(6) 2017 a pump module was programmed to infuse milrinone 20mg in 100ml. Prior to starting the infusion, the device alarmed for flo stop open for 1 second and the user selected softkey 14 (start). At 8:06 pm, the user changed the dose and started the infusion. This triggered the system error 255-16-275; the next entry in the pcu event log is for a power on event and the entry in the pcu error log is error code 800.8000.0. The root cause is a software issue related to the user selecting start while the device was in a flo stop open alarm state. This triggered a condition in which an error occurs after the next state change on the affected device. When a system error occurs, all active modules will continue to infuse but in an alarm state. Devices not received, log review only.

Event description:
The customer reported that the "alaris pump with 4 channels running with vasoactive drips malfunctioned and flashed red, loud beeps and 'programming' was on the screen-shutting down all 4 channels. Unable to read the entire screen as the pump was quickly taken out of the room and a new pump brought in to reprogram and start running drips." There was no patient harm.